Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experiencing ongoing elevated blood glucose (bg) levels between 300-400 (mg/dl) since beginning pump therapy. Manual injections were delivered to address bg levels. Recommendation was made to contact a health care provider to discuss diabetes management.